Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo 90 infusion set began leaking after being accidentally bumped. The event occurred while the device was in use by the patient. There was patient involvement, and no patient injury was reported.